Event description:
It was reported that customer was stuck in the prime fill menu. Customer was assisted with changing and filling the reservoir. Customer was upset and stressed. Customer's blood glucose level was 4.4 mmol/l. Customer reported that sometimes there is insulin leaking in the pump. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.